Event description:
Symptoms/ae: access site ooze, hematoma. Time of symptoms/ae: after vessel closure. Device malfunction: none. It was reported that a physician trained in the use of the perclose proglide, achieved arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, post-procedure, a 4cm hematoma and tissue tract oozing developed at the groin. The site was injected with epinephrine and lidocaine, the dressing was changed, manual pressure and a femostop were applied, which resolved the oozing. Ecchymosis was noted at the site. There were no reported adverse patient effects. No additional information was provided.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not performed.